Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the smile lines with one syringe of juv¿derm¿ ultra xc. Eight days later, the patient reported a granuloma on the left side cheek by the mouth. Biopsy was not provided. No treatment was provided. The event is ongoing.